Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 years ago from date manufacturer was made aware.

Event description:
It was reported that patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well post operatively and the explanted device will not be returned as it was kept by the facility.